Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in the united states on (B)(6) 2016 who had essure (fallopian tube occlusion insert) inserted in 2010 for permanent sterilization. Shortly after the procedure, she began experiencing abdominal pain, heavy bleeding, severe menstrual pain, back pain, symptoms of depression, fatigue, weight fluctuations, pain during intercourse, severe migraines (for which she had no history prior to essure), edema, and difficulty walking. On (B)(6) 2016 both essure coils were removed. Since having the coils removed, her condition improved dramatically. She can walk without assistance and her edema resolved. Company causality comment: this medically confirmed spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) placed and there was a release problem and broken essure. Device breakage is an anticipated event in the reference safety information for essure. Considering the nature of this event and the fact that it occurred during the insertion procedure, a causal relationship with essure cannot be excluded. This case is regarded as other reportable incident as although the device breakage did not lead to death or serious deterioration in health, it might have led to serious deterioration of health under less fortunate circumstances. A product technical complaint analysis is being sought. Further information has been requested. This spontaneous case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain and heavy bleeding (seen as genital haemorrhage). Plaintiff underwent surgical removal of her essure inserts. Both events are anticipated in the reference safety information for essure. After essure insertion, abdominal pain and abnormal genital bleeding/menses pattern changes may occur. In this particular case, the events occurred after essure insertion. Considering the events' nature, the plausible temporal relationship and the lack of alternative explanation, a causal relationship between abdominal pain and heavy bleeding and essure cannot be excluded. Additionally, non serious events were reported. This case was regarded as incident, as a surgical removal of devices was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)"), the first episode of abdominal pain ("abdominal pain"), genital haemorrhage ("heavy bleeding."), pelvic infection ("pelvic infection"), amyloidosis ("autoimmune disorder ¿ type of disorder: al-amyloidosis"), plasma cell myeloma ("tumor/ teratoma/cancer- type: multiple myeloma"), hypokalaemia ("hypokalemia"), nephrotic syndrome ("nephrotic syndrome") and light chain disease ("light chain disease") in a (B)(6) year-old female patient who had essure (batch no. 50512927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1, burning micturition, urgency urination, knee pain in 2008, lower abdominal pain in 2008, vulvovaginal candidiasis in 2008, vaginal irritation in 2008, vaginal discharge in 2008, vaginitis in 2008, herpes zoster on (B)(6) 2009 and yeast infection on (B)(6) 2010. Previously administered products included for an unreported indication: nuvaring from (B)(6) 2010 to (B)(6) 2010. Concurrent conditions included obesity, non-tobacco user, abstains from alcohol, dizziness since (B)(6) 2011, facial pain since (B)(6) 2011, wrist pain since (B)(6) 2011, knee pain since (B)(6) 2011, contusion of knee since (B)(6) 2011, bloating since (B)(6) 2012, allergic reaction since (B)(6) 2014, palpitations since (B)(6) 2014, abdominal bloating since (B)(6) 2014, constipation since (B)(6) 2014, mucous stool since (B)(6) 2014, hyperlipidemia since (B)(6) 2014, proteinuria since (B)(6) 2014, allergy to grains, drug allergy, fruit allergy, internal hemorrhoids, vitamin d deficiency since (B)(6) 2014, multiple myeloma since (B)(6) 2015, respiratory tract congestion since (B)(6) 2015, sneezing, sore throat since (B)(6) 2015, eye redness since (B)(6) 2015, bilateral pleural effusion since (B)(6) 2015, uterine fibroids since (B)(6) 2015, hypothyroidism, skin disorder since (B)(6) 2015, cardiomyopathy since (B)(6) 2015, light chain disease, perimenopause since (B)(6) 2016, hypokalemia since (B)(6) 2016, pneumonia since (B)(6) 2016, anemia, thoracentesis since (B)(6) 2016, latex allergy, allergy to grains, drug allergy, fruit allergy and nonsmoker. On (B)(6) 2010, the patient had essure inserted, releasing product at 0 unk, unk. On (B)(6) 2011, 4 months after insertion of essure, the patient experienced cystitis ("infection (bladder)"), bladder disorder ("bladder and urinary problems") and urinary tract disorder ("urinary problems or changes"). In 2011, the patient experienced pelvic infection (seriousness criterion medically significant), alopecia ("hair loss") and pain in extremity ("severe pain in my legs"). In 2014, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction") and the first episode of depression ("psychological or psychiatric problems - condition: depression"). In 2015, the patient experienced weight decreased ("weight loss") and renal failure ("kidney failure"). In 2016, the patient experienced amyloidosis (seriousness criterion medically significant). In 2017, the patient experienced plasma cell myeloma (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), the first episode of abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), the first episode of back pain ("back pain"), the second episode of depression ("depression"), the first episode of fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), dyspareunia ("pain during intercourse."), migraine ("severe migraines"), the first episode of oedema ("edema"), gait disturbance ("difficulty walking"), swelling ("swollen"), urinary tract infection ("infection (urinary tract) type: uti"), rash ("rashes"), blood disorder ("blood disorder"), nausea ("nausea"), allergy to metals ("nickel allergy"), the second episode of abdominal pain ("pain abdominal (moderate to severe)"), the first episode of vaginal discharge ("vaginal discharge"), the second episode of fatigue ("fatigue"), diarrhoea ("diarrhea"), weight increased ("weight gain"), lung disorder ("other injury (ies) or complication( s): lungs"), the first episode of dyspnoea ("other injury (ies) or complication( s): breathing"), the second episode of back pain ("back pain (moderate to severe)"), the second episode of oedema ("other injury (ies) or complication(s): edema"), the second episode of vaginal discharge ("vaginal discharge"), pain ("bodily pain"), the second episode of dyspnoea ("shortness of breath"), hypokalaemia (seriousness criterion medically significant), nephrotic syndrome (seriousness criterion medically significant), hypothyroidism ("hypothyroidism"), dyspraxia ("plasma cell dyspraxia"), light chain disease (seriousness criterion medically significant) and malnutrition ("severe protein calorie malnutrition"). The patient was treated with ciprofloxacin, tramadol, sulfamethoxazole, cyclobenzaprine hydrochloride (flexeril), vicodin, prenatal vitamins, docusate sodium (colace), ibuprofen (advil), ibuprofen (motrin), levothyroxine, furosemide, cetirizine hydrochloride (zirtec), bisacodyl, paracetamol (acetaminophen), lactulose, aludrox (maalox), vicodin (norco), morphine, potassium chloride, ondansetron, temazepam, gabapentin, surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (surgical removal of both coils of essure on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, genital haemorrhage, dysmenorrhoea, the last episode of depression, weight fluctuation, dyspareunia, migraine, hypersensitivity, swelling, cystitis, urinary tract infection, pelvic infection, amyloidosis, rash, bladder disorder, urinary tract disorder, blood disorder, nausea, allergy to metals, plasma cell myeloma, the last episode of abdominal pain, the last episode of fatigue, diarrhoea, weight increased, weight decreased, renal failure, alopecia, lung disorder, the last episode of back pain, pain in extremity, the last episode of vaginal discharge, pain, the last episode of dyspnoea, hypokalaemia, nephrotic syndrome, hypothyroidism, dyspraxia, light chain disease and malnutrition outcome was unknown and the gait disturbance and the last episode of oedema had resolved. The reporter considered allergy to metals, alopecia, amyloidosis, bladder disorder, blood disorder, cystitis, diarrhoea, dysmenorrhoea, dyspareunia, dyspraxia, fallopian tube perforation, gait disturbance, genital haemorrhage, hypersensitivity, hypokalaemia, hypothyroidism, light chain disease, lung disorder, malnutrition, migraine, nausea, nephrotic syndrome, pain, pain in extremity, pelvic infection, plasma cell myeloma, rash, renal failure, swelling, urinary tract disorder, urinary tract infection, weight decreased, weight fluctuation, weight increased, the first episode of abdominal pain, the first episode of back pain, the first episode of depression, the first episode of dyspnoea, the first episode of fatigue, the first episode of oedema, the first episode of vaginal discharge, the second episode of abdominal pain, the second episode of back pain, the second episode of depression, the second episode of dyspnoea, the second episode of fatigue, the second episode of oedema and the second episode of vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 31-jan-2018: reporter information, patient details, lot number, other relevant history, lab data, treatment drugs, events -perforation fallopian tube, allergic or hypersensitivity reaction, swollen, infection bladder, infection (urinary tract) type: uti, pelvic infection, psychological or psychiatric problems - condition: depression, autoimmune disorder ¿ type of disorder: al-amyloidosis, autoimmune disorder ¿ type of disorder: al-amyloidosis, rashes, bladder and urinary problems, urinary problems or changes, blood disorder, nausea, nickel allergy, tumor/ teratoma/cancer- type: multiple myeloma, pain abdominal moderate to severe, vaginal discharge, fatigue, diarrhea, weight gain, weight loss, kidney failure, ir loss, other injury (ies) or complication( s): lungs, other injury (ies) or complication( s): breathing, back pain (moderate to severe), severe pain in my legs, other injury (ies) or complication(s): edema, vaginal discharge, bodily pain, shortness of breath, hypokalemia, hrotic syndrome, hypothyroidism, plasma cell dyspraxia, light chain disease, severe protein calorie malnutrition. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)"), the first episode of abdominal pain ("abdominal pain"), genital haemorrhage ("heavy bleeding."), pelvic infection ("pelvic infection"), amyloidosis ("autoimmune disorder ¿ type of disorder: al-amyloidosis"), plasma cell myeloma ("tumor/ teratoma/cancer- type: multiple myeloma"), hypokalaemia ("hypokalemia"), nephrotic syndrome ("nephrotic syndrome") and light chain disease ("light chain disease") in a (B)(6) year-old female patient who had essure (batch no. 50512927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1, burning micturition, urgency urination, knee pain in 2008, lower abdominal pain in 2008, vulvovaginal candidiasis in 2008, vaginal irritation in 2008, vaginal discharge in 2008, vaginitis in 2008, herpes zoster on (B)(6) 2009 and yeast infection on (B)(6) 2010. Previously administered products included for an unreported indication: nuvaring from (B)(6) 2010 to (B)(6) 2010. Concurrent conditions included obesity, non-tobacco user, abstains from alcohol, dizziness since (B)(6) 2011, facial pain since (B)(6) 2011, wrist pain since (B)(6) 2011, knee pain since (B)(6) 2011, contusion of knee since (B)(6) 2011, bloating since (B)(6) 2012, allergic reaction since (B)(6) 2014, palpitations since (B)(6) 2014, abdominal bloating since (B)(6) 2014, constipation since (B)(6) 2014, incontinent of faeces since (B)(6) 2014, hyperlipidemia since (B)(6) 2014, proteinuria since (B)(6) 2014, allergy to grains, drug allergy, fruit allergy, fruit allergy, vitamin d deficiency since (B)(6) 2014, multiple myeloma since (B)(6) 2015, respiratory tract congestion since (B)(6) 2015, sneezing, sore throat since (B)(6) 2015, eye redness since (B)(6) 2015, bilateral pleural effusion since (B)(6) 2015, uterine fibroids since (B)(6) 2015, hypothyroidism, skin disorder since (B)(6) 2015, cardiomyopathy since (B)(6) 2015, light chain disease, perimenopause since (B)(6) 2016, hypokalemia since (B)(6) 2016, pneumonia since (B)(6) 2016, anemia, thoracentesis since (B)(6) 2016, latex allergy, allergy to grains, drug allergy, fruit allergy and nonsmoker. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, 4 months after insertion of essure, the patient experienced cystitis ("infection (bladder)"), bladder disorder ("bladder and urinary problems") and urinary tract disorder ("urinary problems or changes"). In 2011, the patient experienced pelvic infection (seriousness criterion medically significant), alopecia ("hair loss") and pain in extremity ("severe pain in my legs"). In 2014, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction") and the first episode of depression ("psychological or psychiatric problems - condition: depression"). In 2015, the patient experienced weight decreased ("weight loss") and renal failure ("kidney failure"). In 2016, the patient experienced amyloidosis (seriousness criterion medically significant). In 2017, the patient experienced plasma cell myeloma (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), the first episode of abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), the first episode of back pain ("back pain"), the second episode of depression ("depression"), the first episode of fatigue ("fatigue"), weight fluctuation ("weight fluctuations/ fluctuations in weight"), dyspareunia ("pain during intercourse."), migraine ("severe migraines"), the first episode of oedema ("edema"), gait disturbance ("difficulty walking"), swelling ("swollen/ swelling"), urinary tract infection ("infection (urinary tract) type: uti"), rash ("rashes"), blood disorder ("blood disorder"), nausea ("nausea"), allergy to metals ("nickel allergy"), the second episode of abdominal pain ("pain abdominal (moderate to severe)"), the first episode of vaginal discharge ("vaginal discharge"), the second episode of fatigue ("fatigue"), diarrhoea ("diarrhea"), weight increased ("weight gain"), lung disorder ("other injury (ies) or complication( s): lungs"), the first episode of dyspnoea ("other injury (ies) or complication( s): breathing"), the second episode of back pain ("back pain (moderate to severe)"), the second episode of oedema ("other injury (ies) or complication(s): edema"), the second episode of vaginal discharge ("vaginal discharge"), pain ("bodily pain"), the second episode of dyspnoea ("shortness of breath"), hypokalaemia (seriousness criterion medically significant), nephrotic syndrome (seriousness criterion medically significant), hypothyroidism ("hypothyroidism"), dyspraxia ("plasma cell dyspraxia"), light chain disease (seriousness criterion medically significant), malnutrition ("severe protein calorie malnutrition") and adverse reaction ("having some type of reaction from her implant and she need it removed"). The patient was treated with ciprofloxacin, tramadol, sulfamethoxazole, cyclobenzaprine hydrochloride (flexeril), vicodin, prenatal vitamins, docusate sodium (colace), ibuprofen (advil), ibuprofen (motrin), levothyroxine, furosemide, cetirizine hydrochloride (zirtec), bisacodyl, paracetamol (acetaminophen), lactulose, aludrox (maalox), vicodin (norco), morphine, potassium chloride, ondansetron, temazepam, gabapentin, surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (surgical removal of both coils of essure on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, genital haemorrhage, dysmenorrhoea, the last episode of depression, dyspareunia, migraine, hypersensitivity, cystitis, amyloidosis, rash, bladder disorder, urinary tract disorder, blood disorder, allergy to metals, plasma cell myeloma, the last episode of abdominal pain, the last episode of fatigue, weight increased, weight decreased, renal failure, lung disorder, the last episode of back pain, pain in extremity, the last episode of vaginal discharge, pain, the last episode of dyspnoea, hypokalaemia, nephrotic syndrome, hypothyroidism, dyspraxia, light chain disease, malnutrition and adverse reaction outcome was unknown, the weight fluctuation, swelling, urinary tract infection, pelvic infection, nausea, diarrhoea and alopecia was resolving and the gait disturbance and the last episode of oedema had resolved. The reporter considered adverse reaction, allergy to metals, alopecia, amyloidosis, bladder disorder, blood disorder, cystitis, diarrhoea, dysmenorrhoea, dyspareunia, dyspraxia, fallopian tube perforation, gait disturbance, genital haemorrhage, hypersensitivity, hypokalaemia, hypothyroidism, light chain disease, lung disorder, malnutrition, migraine, nausea, nephrotic syndrome, pain, pain in extremity, pelvic infection, plasma cell myeloma, rash, renal failure, swelling, urinary tract disorder, urinary tract infection, weight decreased, weight fluctuation, weight increased, the first episode of abdominal pain, the first episode of back pain, the first episode of depression, the first episode of dyspnoea, the first episode of fatigue, the first episode of oedema, the first episode of vaginal discharge, the second episode of abdominal pain, the second episode of back pain, the second episode of depression, the second episode of dyspnoea, the second episode of fatigue, the second episode of oedema and the second episode of vaginal discharge to be related to essure. The reporter commented: with visible coils showing within the endometrial cavity as follows: right: 3 coils left: 2coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 2-feb-2018: plaintiff fact sheet received. Reporter information, patient¿s date of birth updated. Event adverse reaction was newly added. Outcome of events diarrhea, nausea, abdominal pain, swelling, uti, pelvic infections, back pain, edema, hair loss, fluctuations in weight was updated as resolving. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)"), the first episode of abdominal pain ("abdominal pain"), genital haemorrhage ("heavy bleeding."), pelvic infection ("pelvic infection"), amyloidosis ("autoimmune disorder ¿ type of disorder: al-amyloidosis"), plasma cell myeloma ("tumor/ teratoma/cancer- type: multiple myeloma"), hypokalaemia ("hypokalemia"), nephrotic syndrome ("nephrotic syndrome") and light chain disease ("light chain disease") in a (B)(6) year-old female patient who had essure (batch no. 50512927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1, burning micturition, urgency urination, knee pain in 2008, lower abdominal pain in 2008, vulvovaginal candidiasis in 2008, vaginal irritation in 2008, vaginal discharge in 2008, vaginitis in 2008, herpes zoster on (B)(6) 2009 and yeast infection on (B)(6) 2010. Previously administered products included for an unreported indication: nuvaring from (B)(6) 2010 to (B)(6) 2010. Concurrent conditions included obesity, non-tobacco user, abstains from alcohol, dizziness since (B)(6) 2011, facial pain since (B)(6) 2011, wrist pain since (B)(6) 2011, knee pain since (B)(6) 2011, contusion of knee since (B)(6) 2011, bloating since (B)(6) 2012, allergic reaction since (B)(6) 2014, palpitations since (B)(6) 2014, abdominal bloating since (B)(6) 2014, constipation since (B)(6) 2014, incontinent of faeces since (B)(6) 2014, hyperlipidemia since (B)(6) 2014, proteinuria since (B)(6) 2014, allergy to grains, drug allergy, fruit allergy, fruit allergy, vitamin d deficiency since (B)(6) 2014, multiple myeloma since (B)(6) 2015, respiratory tract congestion since (B)(6) 2015, sneezing, sore throat since (B)(6) 2015, eye redness since (B)(6) 2015, bilateral pleural effusion since (B)(6) 2015, uterine fibroids since (B)(6) 2015, hypothyroidism, skin disorder since (B)(6) 2015, cardiomyopathy since (B)(6) 2015, light chain disease, perimenopause since (B)(6) 2016, hypokalemia since (B)(6) 2016, pneumonia since (B)(6) 2016, anemia, thoracentesis since (B)(6) 2016, latex allergy, allergy to grains, drug allergy, fruit allergy and nonsmoker. On (B)(6) 2010, the patient had essure inserted, releasing product at 0 unk, unk. On (B)(6) 2011, 4 months after insertion of essure, the patient experienced cystitis ("infection (bladder)"), bladder disorder ("bladder and urinary problems") and urinary tract disorder ("urinary problems or changes"). In 2011, the patient experienced pelvic infection (seriousness criterion medically significant), alopecia ("hair loss") and pain in extremity ("severe pain in my legs"). In 2014, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction") and the first episode of depression ("psychological or psychiatric problems - condition: depression"). In 2015, the patient experienced weight decreased ("weight loss") and renal failure ("kidney failure"). In 2016, the patient experienced amyloidosis (seriousness criterion medically significant). In 2017, the patient experienced plasma cell myeloma (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), the first episode of abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), the first episode of back pain ("back pain"), the second episode of depression ("depression"), the first episode of fatigue ("fatigue"), weight fluctuation ("weight fluctuations/ fluctuations in weight"), dyspareunia ("pain during intercourse."), migraine ("severe migraines"), the first episode of oedema ("edema"), gait disturbance ("difficulty walking"), swelling ("swollen/ swelling"), urinary tract infection ("infection (urinary tract) type: uti"), rash ("rashes"), blood disorder ("blood disorder"), nausea ("nausea"), allergy to metals ("nickel allergy"), the second episode of abdominal pain ("pain abdominal (moderate to severe)"), the first episode of vaginal discharge ("vaginal discharge"), the second episode of fatigue ("fatigue"), diarrhoea ("diarrhea"), weight increased ("weight gain"), lung disorder ("other injury (ies) or complication( s): lungs"), the first episode of dyspnoea ("other injury (ies) or complication( s): breathing"), the second episode of back pain ("back pain (moderate to severe)"), the second episode of oedema ("other injury (ies) or complication(s): edema"), the second episode of vaginal discharge ("vaginal discharge"), pain ("bodily pain"), the second episode of dyspnoea ("shortness of breath"), hypokalaemia (seriousness criterion medically significant), nephrotic syndrome (seriousness criterion medically significant), hypothyroidism ("hypothyroidism"), dyspraxia ("plasma cell dyspraxia"), light chain disease (seriousness criterion medically significant), malnutrition ("severe protein calorie malnutrition") and adverse reaction ("having some type of reaction from her implant and she need it removed"). The patient was treated with ciprofloxacin, tramadol, sulfamethoxazole, cyclobenzaprine hydrochloride (flexeril), vicodin, prenatal vitamins, docusate sodium (colace), ibuprofen (advil), ibuprofen (motrin), levothyroxine, furosemide, cetirizine hydrochloride (zirtec), bisacodyl, paracetamol (acetaminophen), lactulose, aludrox (maalox), vicodin (norco), morphine, potassium chloride, ondansetron, temazepam, gabapentin, surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (surgical removal of both coils of essure on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, genital haemorrhage, dysmenorrhoea, the last episode of depression, dyspareunia, migraine, hypersensitivity, cystitis, amyloidosis, rash, bladder disorder, urinary tract disorder, blood disorder, allergy to metals, plasma cell myeloma, the last episode of abdominal pain, the last episode of fatigue, weight increased, weight decreased, renal failure, lung disorder, the last episode of back pain, pain in extremity, the last episode of vaginal discharge, pain, the last episode of dyspnoea, hypokalaemia, nephrotic syndrome, hypothyroidism, dyspraxia, light chain disease, malnutrition and adverse reaction outcome was unknown, the weight fluctuation, swelling, urinary tract infection, pelvic infection, nausea, diarrhoea and alopecia was resolving and the gait disturbance and the last episode of oedema had resolved. The reporter considered adverse reaction, allergy to metals, alopecia, amyloidosis, bladder disorder, blood disorder, cystitis, diarrhoea, dysmenorrhoea, dyspareunia, dyspraxia, fallopian tube perforation, gait disturbance, genital haemorrhage, hypersensitivity, hypokalaemia, hypothyroidism, light chain disease, lung disorder, malnutrition, migraine, nausea, nephrotic syndrome, pain, pain in extremity, pelvic infection, plasma cell myeloma, rash, renal failure, swelling, urinary tract disorder, urinary tract infection, weight decreased, weight fluctuation, weight increased, the first episode of abdominal pain, the first episode of back pain, the first episode of depression, the first episode of dyspnoea, the first episode of fatigue, the first episode of oedema, the first episode of vaginal discharge, the second episode of abdominal pain, the second episode of back pain, the second episode of depression, the second episode of dyspnoea, the second episode of fatigue, the second episode of oedema and the second episode of vaginal discharge to be related to essure. The reporter commented: with visible coils showing within the endometrial cavity as follows: right: 3 coils left: 2coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion . Patient had ,surgical history: hysteroscopic permanent implant placement in both fallopian tubes, for occlusion ((B)(6) 2010), colonoscopy, transoral egd ((B)(6) 2015) and laparoscopic salpingectomy ((B)(6) 2016). On unspecified patient had was status post iud and removed . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-mar-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)"), the first episode of abdominal pain ("abdominal pain"), genital haemorrhage ("heavy bleeding."), pelvic infection ("pelvic infection"), amyloidosis ("autoimmune disorder ¿ type of disorder: al-amyloidosis"), plasma cell myeloma ("tumor/ teratoma/cancer- type: multiple myeloma"), hypokalaemia ("hypokalemia"), nephrotic syndrome ("nephrotic syndrome") and light chain disease ("light chain disease") in a 46-year-old female patient who had essure (batch no. 50512927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1, burning micturition, urgency urination, knee pain on (B)(6) 2008, lower abdominal pain on (B)(6) 2008, vulvovaginal candidiasis on (B)(6) 2008, vaginal irritation on (B)(6) 2008, vaginal discharge on (B)(6) 2008, vaginitis on (B)(6)2008, herpes zoster on (B)(6)2009 and yeast infection on (B)(6)2010. Previously administered products included for an unreported indication: nuvaring from september 2010 to december 2010. Concurrent conditions included obesity, non-tobacco user, abstains from alcohol, dizziness since (B)(6)2011, facial pain since (B)(6)2011, wrist pain since (B)(6)2011, knee pain since (B)(6)2011, contusion of knee since (B)(6) 2011, bloating since (B)(6) 2012, allergic reaction since (B)(6) 2014, palpitations since (B)(6) 2014, abdominal bloating since (B)(6) 2014, constipation since (B)(6) 2014, incontinent of faeces since (B)(6) 2014, hyperlipidemia since (B)(6) 2014, proteinuria since (B)(6) 2014, allergy to grains, drug allergy, fruit allergy, fruit allergy, vitamin d deficiency since (B)(6) 2014, multiple myeloma since (B)(6) 2015, respiratory tract congestion since (B)(6) 2015, sneezing, sore throat since (B)(6) 2015, eye redness since (B)(6) 2015, bilateral pleural effusion since (B)(6) 2015, uterine fibroids since (B)(6) 2015, hypothyroidism, skin disorder since (B)(6) 2015, cardiomyopathy since (B)(6) 2015, light chain disease, perimenopause since (B)(6) 2016, hypokalemia since (B)(6) 2016, pneumonia since (B)(6) 2016, anemia, thoracentesis since (B)(6) 2016, latex allergy, allergy to grains, drug allergy, fruit allergy and nonsmoker. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), the first episode of fatigue ("fatigue") and the first episode of vaginal discharge ("vaginal discharge"). On (B)(6) 2011, 4 months after insertion of essure, the patient experienced cystitis ("infection (bladder)"), bladder disorder ("bladder and urinary problems") and urinary tract disorder ("urinary problems or changes"). In (B)(6) 2011, the patient experienced the first episode of oedema ("edema"), pelvic infection (seriousness criterion medically significant), weight increased ("weight gain"), weight decreased ("weight loss") and pain in extremity ("severe pain in my legs"). In (B)(6) 2011, the patient experienced the first episode of back pain ("back pain"). In (B)(6) 2012, the patient experienced diarrhoea ("diarrhea"). In (B)(6) 2012, the patient experienced the first episode of abdominal pain (seriousness criteria medically significant and intervention required) and nausea ("nausea"). In (B)(6) 2014, the patient experienced swelling ("swollen/ swelling"). In 2014, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction"). In (B)(6) 2014, the patient experienced the first episode of depression ("psychological or psychiatric problems - condition: depression"), lung disorder ("other injury (ies) or complication( s): lungs") and renal disorder ("renal disorder"). In 2015, the patient experienced renal failure ("kidney failure"). In (B)(6) 2016, the patient experienced the first episode of dyspnoea ("other injury (ies) or complication( s): breathing"). In (B)(6) 2016, the patient experienced amyloidosis (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced blood disorder ("blood disorder"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). In 2017, the patient experienced plasma cell myeloma (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), the second episode of depression ("depression"), weight fluctuation ("weight fluctuations/ fluctuations in weight"), dyspareunia ("pain during intercourse."), migraine ("severe migraines"), gait disturbance ("difficulty walking"), urinary tract infection ("infection (urinary tract) type: uti"), rash ("rashes"), allergy to metals ("nickel allergy"), the second episode of abdominal pain ("pain abdominal (moderate to severe)"), the second episode of fatigue ("fatigue"), the second episode of back pain ("back pain (moderate to severe)"), the second episode of oedema ("other injury (ies) or complication(s): edema"), the second episode of vaginal discharge ("vaginal discharge"), pain ("bodily pain"), the second episode of dyspnoea ("shortness of breath"), hypokalaemia (seriousness criterion medically significant), nephrotic syndrome (seriousness criterion medically significant), hypothyroidism ("hypothyroidism"), dyspraxia ("plasma cell dyspraxia"), light chain disease (seriousness criterion medically significant), malnutrition ("severe protein calorie malnutrition") and adverse reaction ("having some type of reaction from her implant and she need it removed"). The patient was treated with ciprofloxacin, tramadol, sulfamethoxazole, cyclobenzaprine hydrochloride (flexeril), vicodin, prenatal vitamins, docusate sodium (colace), ibuprofen (advil), ibuprofen (motrin), levothyroxine, furosemide, cetirizine hydrochloride (zirtec), bisacodyl, paracetamol (acetaminophen), lactulose, aludrox (maalox), vicodin (norco), morphine, potassium chloride, ondansetron, temazepam, gabapentin, surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (surgical removal of both coils of essure on 20-sep-2016). Essure was removed on 20-sep-2016. At the time of the report, the fallopian tube perforation, genital haemorrhage, dysmenorrhoea, the last episode of depression, dyspareunia, migraine, hypersensitivity, cystitis, amyloidosis, rash, bladder disorder, urinary tract disorder, blood disorder, allergy to metals, plasma cell myeloma, the last episode of abdominal pain, the last episode of fatigue, weight increased, weight decreased, renal failure, lung disorder, the last episode of back pain, pain in extremity, the last episode of vaginal discharge, pain, the last episode of dyspnoea, hypokalaemia, nephrotic syndrome, hypothyroidism, dyspraxia, light chain disease, malnutrition, adverse reaction and renal disorder outcome was unknown, the weight fluctuation, swelling, urinary tract infection, pelvic infection, nausea, diarrhoea and alopecia was resolving and the gait disturbance and the last episode of oedema had resolved. The reporter considered adverse reaction, allergy to metals, alopecia, amyloidosis, bladder disorder, blood disorder, cystitis, diarrhoea, dysmenorrhoea, dyspareunia, dyspraxia, fallopian tube perforation, gait disturbance, genital haemorrhage, hypersensitivity, hypokalaemia, hypothyroidism, light chain disease, lung disorder, malnutrition, migraine, nausea, nephrotic syndrome, pain, pain in extremity, pelvic infection, plasma cell myeloma, rash, renal disorder, renal failure, swelling, urinary tract disorder, urinary tract infection, weight decreased, weight fluctuation, weight increased, the first episode of abdominal pain, the first episode of back pain, the first episode of depression, the first episode of dyspnoea, the first episode of fatigue, the first episode of oedema, the first episode of vaginal discharge, the second episode of abdominal pain, the second episode of back pain, the second episode of depression, the second episode of dyspnoea, the second episode of fatigue, the second episode of oedema and the second episode of vaginal discharge to be related to essure. The reporter commented: with visible coils showing within the endometrial cavity as follows: right: 3 coils left: 2coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion patient had ,surgical history: hysteroscopic permanent implant placement in both fallopian tubes, for occlusion ((B)(6) 2010), colonoscopy, transoral egd ((B)(6) 2015) and laparoscopic salpingectomy ((B)(6) 2016) on unspecified patient had was status post iud and removed . On 21(B)(6) 2011,hsg shows essure procedure was successful and tubes are permanently blocked. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet, lab data ,event dates updated and new event renal disorder were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Follow up information received on 14-nov-2016: quality-safety evaluation of product technical complaint (ptc) this adverse event report is related to a ptc and the bayer (B)(4). No sample available for this investigation. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect of device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain and heavy bleeding (seen as genital haemorrhage). Plaintiff underwent surgical removal of her essure inserts. Both events are anticipated in the reference safety information for essure. After essure insertion, abdominal pain and abnormal genital bleeding/menses pattern changes may occur. In this particular case, the events occurred after essure insertion. Considering the events' nature, the plausible temporal relationship and the lack of alternative explanation, a causal relationship between abdominal pain and heavy bleeding and essure cannot be excluded. Additionally, non serious events were reported. This case was regarded as incident, as a surgical removal of devices was required. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.